Event description:
The customer stated that she had received some low blood glucose readings. While troubleshooting, she performed a control test and received a result of 12 mg/dl. The normal control range was 101-140 mg/dl. The customer did not allege any adverse events. The meter and test strips are to be returned for eval. Replacement products were sent to the customer.